Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that femur has broken and another type of stem was implanted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No x-rays or surgical notes were provided, therefore the event could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products designation cmk oc revision modular cemented femoral stem 12/14 s401l200, lot number 0000888390 were manufactured on 04 february 2014. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaint was recorded for cmk oc revision modular cemented femoral stem 12/14 s401l200, reference (B)(4), batch 0000888390 within one year. According to available data, the exact root cause can¿t be determined. However, as the hospital assessed that the event was caused by the patient poor bone quality, there is no evidence that the event is related to the product. An investigation has been performed, consisting of a documentary review. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. No non-conformity has been detected which could be linked to the describe event and the root cause could not be determined.please note that according to the hospital, the bone fracture is due to a poor patient bone quality and no issue has been found on the medical device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a revision the surgeon tried to implant a cmk oc revision modular cemented femoral stem 12/14 s401l200, but the femur broke. The surgery was finished with an uption stem. The hospital assessed that the fracture was due to patient poor bone quality.